Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy due to post-sensed t-wave oversensing. The patient was found to have high potassium levels. The device was reprogrammed until potassium levels returned to normal, at which time the original settings were restored. The device remains implanted.